Event description:
It was reported that the xenon light source exhibited spare lamp was not on and lamp was very dim. The issue was found during gastroduodenoscopy diagnostic procedure while the patient was under sedation. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.